Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with anemia and weakness. The pt became progressively short of breath, primacor added, unable to diurese and intubated. He also had cancer and family withdrew support.